Event description:
Facility alleges blood leak during dialysis. Chief technician reports leak occurred at initiation of treatment. Blood leak detector alarmed; dialysis stopped; blood in arterial line returned. Estimated blood loss 140 cc. Dialyzer and lines replaced; dialysis resumed with no further problems.